Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an f50 at power on, which interrupted delivery. This alarm indicates an issue with the master central processing unit (cpu). This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty cpu board. The cpu board was replaced to correct the condition. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.